Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted during testing. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The nurse reported that the insulin pump received a no delivery alarm. The customer's blood glucose was over 500 mg/dl at the time of incident. The nurse stated that they treated the high blood glucose with manual injection. The nurse stated that the customer was given insulin drip at the hospital. The insulin pump will be returned for analysis.